Event description:
Initial reporter indicated that the pt had high lead impedance on their systems and normal mode testing. Elective replacement indicator no. The md was instructed to turn off the vns. No trauma or manipulation or clinical symptoms were reported. The treating physician wanted to review films before deciding if the patient would be referred for revision surgery.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.